Event description:
It was reported that the stimulation was in the wrong location. Initially it was stated that the stimulation sensation was in her chest and was "coming and going." It was noted as uncomfortable and she also experienced a jolting sensation. The sensation was random in nature and did not seem related to movement. The doctor later described symptoms of a "body jerking" motion that caused her to move forward which the doctor referred to as a myoclonic-type of event. The doctor does not think this was related to her device but was due to her underlying condition and health. It was stated that the patient experienced a "vague" shocking sensation that was unclear in nature but had occurred for several years. The patient reported that she did "fall a bit." Impedance measurements were performed and indicated some readings >4,000 ohms (02 = 9,331 ohms; 12 = 8,146 ohms; 23 = 30,394 ohms). The patient had been programmed to 2+3- and she was not having any tremor or dyskinesia and seemed to be getting "good" therapy. The doctor was going to reprogram the patient. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4) implanted: 2007 (B)(6), product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3389s-40 lot# v061015, implanted: 2007 (B)(6), product type lead. (B)(4).